Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive medium-large clip applier instrument to perform failure analysis. The instrument was found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not clamp. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred when the surgeon attempted to clamp on a vessel or tissue bundle and the instrument did not have a motion problem. The issue occurred at the third clip application. They used a smaller backup clip applier to resolve the issue. There are no photos or videos for isi for evaluation.